Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on october 1, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A flow rate test was performed to test the flow rate through the irrigation and aspiration lines of the handpiece. The handpiece was found to meet specifications per product specifications (ps). The handpiece was then connected to a calibrated system where it tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. When connected to the dynamic tuning fixture (dtf), the handpiece failed to tune. The handpiece was connected to a resistance test box which showed a measurable resistance from the high electrode to ground indicating initial signs of moisture ingress. Upon disassembly, moisture ingress was found within the electrode chamber. The reported phaco none can be attributed to moisture ingress causing the high electrode to short to ground. However, how this moisture entered the handpiece remains inconclusive. An internal investigation has been opened. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during cataract surgery on patient's right eye (od), there was no phaco energy. The phaco handpiece was exchanged to complete the case. There was no patient harm. Additional information has been requested but and received.